Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The amount of onyx (liquid embolic) reflux was reported to be 1 to 3 cm (per IFU, reflux should be minimized to less than 1 cm). When the amount of reflux is greater than 1 cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result from tensile failure.

Event description:
Treatment of an avm with onyx. It was reported while removing the catheter from the onyx cast, the catheter broke off and the broken segment stayed in the ica artery. The pt status was reported as "left side weakness" and the amount of onyx reflux was reported to be approximately 1-3cm.